Event description:
This case was initially received via regulatory authority (reference number: FDA-2014-n-0736-0941) on (B)(6) 2015. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain") and adnexa uteri pain ("stabbing pains where the devices are implanted") in a (B)(6) female patient who had essure (batch no. B71763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included psychological disorder nos, multigravida and parity 6 ((B)(6). Concomitant products included medroxyprogesterone acetate (depo-provera) in (B)(6) 2014 for contraception. In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and arthralgia ("my joints are also very achy/ joint pain"). On an unknown date, the patient experienced adnexa uteri pain (seriousness criterion medically significant), alopecia ("my hair began to fall out by the handfuls/ hair loss"), dry skin ("the skin on my hands began to peel, crack and get very dry"), weight increased ("weight has slowty been increasing/ weight gain"), back pain ("my back hurts "), peripheral swelling ("my hands and feet swell for no reason"), muscle twitching ("involuntary twitching in my legs and hands"), gingival bleeding ("my gums have been bleeding a lot more"), gingival pain ("a lot of pain in my gums"), dyspareunia ("intercourse has also become painful for me"), loss of libido ("I no longer have the desire to have sexual relations with my spouse"), swelling ("I feel swollen and inflamed all over"), inflammation ("I feel swollen and inflamed all over"), tooth disorder ("dental problems"), thyroid disorder ("thyroid issues"), dysmenorrhoea ("painful menstruation"), allergy to metals ("allergic to nickel component of essure (peeling and blistering hands and other skin issue ) hypersensitivity reaction to nickel or any other componentof essure) ") with skin exfoliation, skin fissures, pain of skin, dysgeusia and blister, abdominal distension ("abdomen was much less swollen") and mental disorder ("psychological disorder nos"). The patient was treated with progesterone, colecalciferol (vitamin d) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased, arthralgia and abdominal distension was resolving, the adnexa uteri pain, dry skin, back pain, peripheral swelling, muscle twitching, gingival bleeding, gingival pain, dyspareunia, loss of libido, tooth disorder, thyroid disorder, dysmenorrhoea, allergy to metals and mental disorder outcome was unknown, the alopecia had resolved and the swelling and inflammation had not resolved. The reporter considered abdominal distension, adnexa uteri pain, allergy to metals, alopecia, arthralgia, back pain, dry skin, dysmenorrhoea, dyspareunia, gingival bleeding, gingival pain, inflammation, loss of libido, mental disorder, muscle twitching, pelvic pain, peripheral swelling, swelling, thyroid disorder, tooth disorder and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition.she did not retain the essure or any portion of it.she did not sought medical treatment for hair falling out, dental problems, and weight gain. Diagnostic results: on (B)(6) 2014: transvaginal ultrasound, modified hsg : essure confirmation test. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Final risk classification: risk category v. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: plaintiff fact sheet received events ¿severe and persistent pelvic pain, joint pain, hair loss, dental problems, thyroid issues, weight gain, painful menstruation, allergic to nickel or any other, abdomen was much less swollen hypersensitivity reaction are added. Lot number added. Lab data updated. Historical condition and drug added. Concomitant condition and drug added. Patient ,product & reporter information updated. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿ incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: FDA-(B)(4)) on 29-aug-2015. The most recent information was received on 22-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain") and adnexa uteri pain ("stabbing pains where the devices are implanted") in a 36-year-old female patient who had essure (batch no. B71763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included psychological disorder nos, multigravida and parity 6 ((B)(6) 1996, (B)(6) 1999, (B)(6) 2002, (B)(6) 2003, (B)(6) 2011 and (B)(6) 2013). Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2014 to (B)(6) 2014 for contraception. In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and arthralgia ("my joints are also very achy/ joint pain"). On an unknown date, the patient experienced adnexa uteri pain (seriousness criterion medically significant), alopecia ("my hair began to fall out by the handfuls/ hair loss"), weight increased ("weight has slowty been increasing/ weight gain"), back pain ("my back hurts "), peripheral swelling ("my hands and feet swell for no reason"), muscle twitching ("involuntary twitching in my legs and hands"), gingival bleeding ("my gums have been bleeding a lot more"), gingival pain ("a lot of pain in my gums"), dyspareunia ("intercourse has also become painful for me"), loss of libido ("I no longer have the desire to have sexual relations with my spouse"), swelling ("I feel swollen and inflamed all over"), inflammation ("I feel swollen and inflamed all over"), tooth disorder ("dental problems"), thyroid disorder ("thyroid issues"), dysmenorrhoea ("painful menstruation"), allergy to metals ("allergic to nickel component of essure (peeling and blistering hands and other skin issue ) hypersensitivity reaction to nickel or any other componentof essure) ") with skin exfoliation, skin fissures, pain of skin, dysgeusia and blister, abdominal distension ("abdomen was much less swollen") and mental disorder ("psychological disorder nos"). The patient was treated with progesterone, colecalciferol (vitamin d) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased, arthralgia and abdominal distension was resolving, the adnexa uteri pain, back pain, peripheral swelling, muscle twitching, gingival bleeding, gingival pain, dyspareunia, loss of libido, tooth disorder, thyroid disorder, dysmenorrhoea, allergy to metals and mental disorder outcome was unknown, the alopecia had resolved and the swelling and inflammation had not resolved. The reporter considered abdominal distension, adnexa uteri pain, allergy to metals, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, gingival bleeding, gingival pain, inflammation, loss of libido, mental disorder, muscle twitching, pelvic pain, peripheral swelling, swelling, thyroid disorder, tooth disorder and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition.she did not retain the essure or any portion of it.she did not sought medical treatment for hair falling out, dental problems, and weight gain. Diagnostic results: on (B)(6) 2014: transvaginal ultrasound, modified hsg : essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 22-jun-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: FDA-(B)(4)) on 29-aug-2015. The most recent information was received on 28-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain') and device dislocation ('migration') in a 36-year-old female patient who had essure (batch no. B71763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included psychological disorder nos, multigravida, parity 6 ((B)(6) 1996, (B)(6) 1999, (B)(6) 2002, (B)(6) 2003, (B)(6) 2011 and (B)(6) 2013), anemia, dysfunctional uterine bleeding, kidney stone, vaginitis, vulvovaginitis and dysuria. Previously administered products included for an unreported indication: betadine. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2014 to (B)(6) 2014 for contraception. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and arthralgia ("my joints are also very achy/ joint pain"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 7 months 5 days after insertion of essure. On an unknown date, the patient experienced adnexa uteri pain ("stabbing pains where the devices are implanted"), alopecia ("my hair began to fall out by the handfuls/ hair loss"), back pain ("my back hurts "), peripheral swelling ("my hands and feet swell for no reason"), muscle twitching ("involuntary twitching in my legs and hands"), gingival bleeding ("my gums have been bleeding a lot more"), gingival pain ("a lot of pain in my gums"), dyspareunia ("intercourse has also become painful for me"), loss of libido ("I no longer have the desire to have sexual relations with my spouse"), swelling ("I feel swollen and inflamed all over"), inflammation ("I feel swollen and inflamed all over"), tooth disorder ("dental problems"), thyroid disorder ("thyroid issues"), dysmenorrhoea ("painful menstruation"), allergy to metals ("allergic to nickel component of essure (peeling and blistering hands and other skin issue ) hypersensitivity reaction to nickel or any other componentof essure) ") with skin exfoliation, skin fissures, pain of skin, dysgeusia and blister, abdominal distension ("abdomen was much less swollen") and mental disorder ("psychological disorder nos") and was found to have weight increased ("weight has slowty been increasing/ weight gain"). The patient was treated with progesterone, vitamin d nos (vitamin d) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased, arthralgia and abdominal distension was resolving, the device dislocation, adnexa uteri pain, back pain, peripheral swelling, muscle twitching, gingival bleeding, gingival pain, dyspareunia, loss of libido, tooth disorder, thyroid disorder, dysmenorrhoea, allergy to metals and mental disorder outcome was unknown, the alopecia had resolved and the swelling and inflammation had not resolved. The reporter considered abdominal distension, adnexa uteri pain, allergy to metals, alopecia, arthralgia, back pain, device dislocation, dysmenorrhoea, dyspareunia, gingival bleeding, gingival pain, inflammation, loss of libido, mental disorder, muscle twitching, pelvic pain, peripheral swelling, swelling, thyroid disorder, tooth disorder and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition.she did not retain the essure or any portion of it.she did not sought medical treatment for hair falling out, dental problems, and weight gain. The patient has had essure hysteroscopic tubal coils placed years ago and has had progressive pain and would like the coils removed and obviously does not desire children, childbearing in the future. Bilateral fallopian tubes with essure coils intact and portion of myometrium attached to each specimen. Trailing coils in uterus: 1, 2nd device loaded through operating channel of hysterscope, and inserted into the r tubal ostia, trailing coils in uterus: 3 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: obstruction of the fallopian tubes bilaterally. Diagnostic results: on (B)(6) 2014: transvaginal ultrasound, modified hsg : essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: newly added events- device dislocation, essure insertion date was updated, reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: FDA-2014-n-0736-0941) on 29-aug-2015. The most recent information was received on 26-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain') and device dislocation ('migration') in a 36-year-old female patient who had essure (batch no: b71763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included psychological disorder nos, multigravida, parity 6 (on (B)(6) 1996, on (B)(6) 1999, on (B)(6) 2002, on (B)(6) 2003, on (B)(6) 2011 and on (B)(6) 2013), anemia, dysfunctional uterine bleeding, kidney stone, vaginitis, vulvovaginitis and dysuria. Previously administered products included for an unreported indication: betadine. Concomitant products included medroxyprogesterone acetate (depo-provera) from on (B)(6) 2014 for contraception. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and arthralgia ("my joints are also very achy/ joint pain"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 7 months 5 days after insertion of essure. On an unknown date, the patient experienced adnexa uteri pain ("stabbing pains where the devices are implanted"), alopecia ("my hair began to fall out by the handfuls / hair loss"), back pain ("my back hurts "), peripheral swelling ("my hands and feet swell for no reason"), muscle twitching ("involuntary twitching in my legs and hands"), gingival bleeding ("my gums have been bleeding a lot more"), gingival pain ("a lot of pain in my gums"), dyspareunia ("intercourse has also become painful for me"), loss of libido ("I no longer have the desire to have sexual relations with my spouse"), swelling ("I feel swollen and inflamed all over"), inflammation ("I feel swollen and inflamed all over"), tooth disorder ("dental problems"), thyroid disorder ("thyroid issues"), dysmenorrhoea ("painful menstruation"), allergy to metals ("allergic to nickel component of essure (peeling and blistering hands and other skin issue ) hypersensitivity reaction to nickel or any other component of essure) ") with skin exfoliation, skin fissures, pain of skin, dysgeusia and blister, abdominal distension ("abdomen was much less swollen") and mental disorder ("psychological disorder nos") and was found to have weight increased ("weight has slowly been increasing / weight gain"). The patient was treated with progesterone, vitamin d nos (vitamin d) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased, arthralgia and abdominal distension was resolving, the device dislocation, adnexa uteri pain, back pain, peripheral swelling, muscle twitching, gingival bleeding, gingival pain, dyspareunia, loss of libido, tooth disorder, thyroid disorder, dysmenorrhoea, allergy to metals and mental disorder outcome was unknown, the alopecia had resolved and the swelling and inflammation had not resolved. The reporter considered abdominal distension, adnexa uteri pain, allergy to metals, alopecia, arthralgia, back pain, device dislocation, dysmenorrhoea, dyspareunia, gingival bleeding, gingival pain, inflammation, loss of libido, mental disorder, muscle twitching, pelvic pain, peripheral swelling, swelling, thyroid disorder, tooth disorder and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury / condition. She did not retain the essure or any portion of it. She did not sought medical treatment for hair falling out, dental problems, and weight gain. The patient has had essure hysteroscopic tubal coils placed years ago and has had progressive pain and would like the coils removed and obviously does not desire children, childbearing in the future. Bilateral fallopian tubes with essure coils intact and portion of myometrium attached to each specimen. Trailing coils in uterus: 1, 2nd device loaded through operating channel of hysterscope, and inserted into the r tubal ostia, trailing coils in uterus: 3 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: results: obstruction of the fallopian tubes bilaterally. Diagnostic results: on (B)(6) 2014: transvaginal ultrasound, modified hsg : essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 26-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.